Event description:
It was reported that during device replacement for normal eri, the new device was connected to the chronic leads and the pocket was closed. Dft testing was unsuccessful on the svc vector. Alerts for out of range high voltage lead impedance and possible output anomaly were given. The pocket was opened and the svc connector was found to be loose. The lead was secured in the connector and high voltage lead impedance measurements taken, giving normal values. Dft testing again failed on the svc vector. The svc coil was programmed off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.